Event description:
The pt underwent an axillo-bifemoral bypass, in 2008. It was reported that the pt presented with seroma that resolved itself. There was no reintervention. No other information was provided. It was reported that the pt is fine now.

Manufacturer narrative:
No product evaluation was performed since the graft remained implanted. Results - a review of the device history records indicated that the graft was processed and inspected according to procedures and no anomaly was found. Specifically, no anomaly was found in the collagen coating records. Method - one product coated the same day and under the same conditions than the complaint device underwent water permeability testing. Test result indicated a value well within product specifications. Conclusions - no conclusion can be drawn. However, the testing performed on similar products would tend to indicate that the device was not defective. In addition, seroma is a known and expected event in vascular surgery that can occur with any type of vascular graft.